Event description:
It was reported that halfway through a da vinci s prostatectomy procedure, the customer experienced multiple occurrences of system error code #212. The surgical staff attempted to override the error and then restarted the system, however, the error code continued to recur. An isi technical support engineer was contacted and troubleshooting techniques were performed, however, the issue could not be resolved. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code #212 was associated with the right master tool manipulator. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the pt from the surgeon side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #212 occurs when the actual voltage to drive current through the motors deviates from the expected voltage by a specified amount. Upon determining this condition, the safety systems put the da vinci in a "non-recoverable safe state". The mtmr was returned to isi for failure analysis investigation. Engineering eval found that the harness conductor had malfunctioned, thus generating the system error experienced by the customer. As of (B)(4) 2009, there have been no reported recurrences of the issue at this hospital.